Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application did not display any readings during the night on (B)(6) 2016. Patient was advised to uninstall and then reinstall the g5 application. No injury or medical intervention was reported.